Event description:
It was reported that "while doing an l1-s1 osteotomy, the surgeon put the rod in - it was bent perfectly and did not require a persuader, rod fork or any insitu bending. Started final tightening at l1. Got to s1 and the blocker kept advancing. Never got to 12mm but heard an audible pop. Removed the screw from the pt and the head was off".

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.